Event description:
Complainant alleged that during biomed testing, the device displayed a "check pads" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was received at zoll approved service provide. The reported problem was verified and attributed to the one step pacing cable. The cable will be replaced to resolve the issue. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.